Event description:
The pump was returned to animas and was investigation by product analysis. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing the pump display screen was found to be faded and discolored. The display screen was replaced and the new test screen was found to have normal contrast. Unrelated to the display issue, the pump was found to be unable to rewind, load, and prime and the pump alarmed appropriately. The pump was disassembled and found an internal motor issue. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).